Event description:
A physician contacted the baxter representative indicated that 9 units were broken and the physician was unable to use them. It is unknown if there was patient involvement. A sample is not available. This is report 5 of 9 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Sample not available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The manufacturing records, process inspection records, and release inspection records of the lot concerned were reviewed and no defect was found. The lot was confirmed to have been manufactured under normal conditions. The retained samples of the lot were (B)(4) for the implementation of the leak test. The result showed no fiber leak.